Manufacturer narrative:
Manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The date of manufacture was documented as unknown in the initial report. It has been updated as sep 3, 2009. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device was damaged from vibration, the device did not function and the solder point was torn from contact on the control. It was also noted that the device failed the following pre-tests: information button, self-test and charging and checking of power module. It was reported in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.